Manufacturer narrative:
The device in question was returned to walkmed infusion for product evaluation. The device underwent product evaluation testing at walkmed infusion during which the pump was confirmed to show an open state of free flow. Walkmed infusion performed further product evaluation and identified a worn door latch and pressure plate as the cause.

Event description:
Walkmed infusion received a report that the pump was free flowing even when off. Per the complainant, the free flow was first observed by the infusion nurse during treatment who then brought the pump back to the pharmacy. The pharmacy tested the pump and also found it to free flow. Walkmed infusion confirmed that there was no serious injury or death as a result of the event. The device in question was returned to walkmed infusion for product evaluation and it was confirmed that the pump failed the open state free flow test.